Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced failure of product to contain blood (i.e. Leak in needle cannula and or hub). This event occurred three times. The following information was provided by the initial reporter. The customer stated: the collectors of the sampling center informed me of a problem with the 3 used needles which have presented a leak as soon as they were introduced in the vein before the percussion of the tubes. . It seems that the leak is rather at the level of the junction with the pump body.

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but one photo was provided for investigation. The photos were reviewed and the indicated failure mode for leakage with the incident lot was observed. Additionally, 10 retention samples from bd inventory were evaluated by functional sleeve testing and the issue of leakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced failure of product to contain blood (i.e. Leak in needle cannula and or hub). This event occurred three times. The following information was provided by the initial reporter. The customer stated: the collectors of the sampling center informed me of a problem with the 3 used needles which have presented a leak as soon as they were introduced in the vein before the percussion of the tubes. . It seems that the leak is rather at the level of the junction with the pump body.